Manufacturer narrative:
Corrected information was provided in b5. Upon review, the event description has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 68 year old male patient experienced a myocardial infarction complicated by cardiogenic shock. An intra-aortic balloon pump was initially placed. With rising lactate (peaking at 9 mmol/l) and escalating vasopressor requirements, the patient was escalated to an impella cp. Prior to device placement, during pacer wire placement, the patient developed complete heart block progressing to asystolic arrest. Resuscitation was performed with return of spontaneous circulation after 10 minutes using the lucas device. Impella access via the left femoral artery was obtained using micropuncture under ultrasound; alternative access was declined due to patient instability. The impella was placed successfully with an initial edp of 40 mmhg and flows of 3.7 l/min, allowing for vasopressor down-titration. The patient was reported to exhibit hemolysis. Urine remained pink as team was unsucessful trying to free the pump of the mitral valve. Laboratory confirmation of hemolysis (plasma free hgb, ldh, haptoglobin) is not documented. Ultimately, the patient was successfully weaned off the impella. The original complaint was submitted as hemolysis. Based on the case information available the impella cp will be coded for hemolysis with device repositioning and serious injury as outcome. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. Hemolysis in this patient is most plausibly attributed to a combination of impella positioning and high pump support levels, and the patient¿s physiologic instability following cardiogenic shock and cardiac arrest (prior to device insertion). No device performance issue was reported, and the patient was ultimately weaned successfully.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient treated for cardiogenic shock following a myocardial infarction was escalated from intra-aortic balloon pump support to an impella cardiac power device due to rising lactate levels and increasing vasopressor requirements. Before placement of the impella device, the patient developed complete heart block during pacer wire insertion, which progressed to cardiac arrest. Resuscitation was performed with automated chest compressions, and return of spontaneous circulation was achieved. The impella device was placed through the left femoral artery due to the patient¿s instability. Initial measurements demonstrated high end-diastolic pressure with adequate flow, allowing vasopressor reduction. During support, the patient developed hemolysis, and the urine became pink. Attempts to reposition the device away from the mitral valve apparatus were unsuccessful. Laboratory confirmation of hemolysis was not documented. The patient was eventually weaned from the device without further reported complications. The event was assessed as hemolysis with device repositioning and categorized as a serious injury. Hemolysis is a known risk associated with impella cardiac power support, particularly in the setting of positioning challenges and physiologic instability.